Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) common compute controller (ccc) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon contacted the technical support engineer (tse) to report system threw a non-recoverable fault. The surgeon stated that system faulted twice. The tse reviewed the logs and identified error 31089 on the second console. The tse then had the site disconnect the second console so the procedure could continue using a single console. The tse determined that error 31089 on the second console occurred between the common compute controller (ccc) and the viewer in console 2. The procedure was completing as planned with no reported injury.